Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years post implant of this 12mm pulmonary valved conduit in a 24 day old pediatric patient, the conduit was explanted and replaced with an 18mm valved conduit of the same model due to severe stenosis. No additional adverse patient effects were reported.